Event description:
The customer received questionable creatinine results from the analytical p module analyzer serial number (B)(4). Of the data provided, the results for two patient samples were discrepant and reported outside the laboratory. All results are in umol/l. Patient sample 1 initial result was <18 and the repeat result was 135. It was unknown if the patient was adversely affected. Patient sample 2 was from a (B)(6) female patient. The initial result was 92 and the repeat result was 166. The patient may have been discharged based on the falsely normal initial result. It was unknown if the patient was adversely affected. The cause was determined to be a hole in the cuvette vacuum tubing of the cell rinse unit and was resolved by fixing the rinse unit. It was unknown if the customer was using the creatinine jaffe method or the creatinine enzymatic method.

Manufacturer narrative:
The investigation determined the root cause was the hole in the cuvette vacuum tubing of the cell rinse unit. It was caused by the regular up and down movement and general wear and tear. The issue was resolved by fixing the rinse unit. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch reports with patient identifier: (B)(6).